Event description:
Powerpicc ® provena¿ 4 fr. Dual-lumen peripherally inserted central catheter (PICC) line placed. Intermittent loss of internal 3cg reading. Upon removal of internal stylet wire, the end, approximately 3cm, was observed to be broken and nearly detached. The inserters procedure were reviewed noting difficulty advancing catheter around shoulder area. The repositioning of arm allowed catheter to advance. Upon removal, the inserter noted the wire had an almost 90 degree bend to it. Concern from inserter was that wire could have broken off. Second documented event with 4 fr. Dual-lumen kit wires.